Manufacturer narrative:
Updated blocks: d9, h3 and h6. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. Upon trying to boot up the central control monitor (ccm), the unit booted up with a black screen. The internal component did power on and when using a flashlight, the srt could see a faint perfusion screen. It was determined that the issue was due to a defective display that was causing the backlight to not illuminate. The unit will not be repaired as it is beyond economical repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility¿s biomedical technician, the reported non-clinical activity was during a routine check of the unit.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) was blank. There was no patient involvement.